Manufacturer narrative:
The pump passed the functional testing, including the self test, sleep current, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The insulin flow blocked alarm functioned properly during the basic occlusion and occlusion tests. The pump was also programmed with multiple test boluses, and all boluses delivered properly. No unexpected insulin flow blocked alarms were noted during testing. The pump had a cracked case at the battery tube side, cracked battery tube threads, a scratched case, minor scratches on the display window and keypad overlay texture damage.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump was not delivering insulin and had crack on the back of the battery side. It was reported that the customer continues to receive insulin flow block alarm. It was reported that the pump would be replaced and returned for analysis. No further information provided.